Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported ventricular tachycardia (vt), ventricular fibrillation (vf), and thromboembolisms could not be conclusively determined during this evaluation. A cause for these events could also not be determined. The submitted log files were unremarkable. The pump appeared to be functioning as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia, venous thromboembolism, and arterial non-central nervous system thromboembolism. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication, and also provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related patient cable report: MFR # 2916596-2021-06687.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
On (B)(6) 2021 it was reported that the patient had a sudden onset of right foot and leg pain and was urgently taken to the or (operating room) with vascular for right ileo-femoral thrombectomy, femoral endarterectomy, and bovine patch angioplasty. It was noted that the thrombus appeared more chronic. On (B)(6) 2021 around 14:00 the patient noted to have a sudden onset of vfib but was responsive and talking. With an amiodarone load/ defibrillator x1 patient returned to normal rhythm. Patient was on amiodarone and ldh (lactate dehydrogenase) was trending upwards. Patient has ongoing ventricular tachycardia (vt)/ ventricular fibrillation (vf) after ischemic event to coronary arteries. As of 08sep2021, patient was awaiting vt ablation. Patient did not have pump thrombosis but had a large clot in aorta/aortic valve and subsequent renal infarcts and coronary artery infarct. A log file review did not show any unusual events. Related system controller report: MFR# 2916596-2021-04957.